Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Representative samples were examined for visual defects and none was found; these packets were opened and the needles were attached to the sutures. The swage area of the needle-sutures was examined for visual inspection attribute defects and no attachment defects or needle bending was noted. All needles presented good condition.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle kept bending while suturing. The procedure was completed using another like device. There was no patient consequence reported.